Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer's blood glucose (bg) level was 410-590 mg/dl with a 66 mg/dl ketone level. Subsequently, the customer went to the emergency room (ER) and was hospitalized with a high bg. Customer was treated with a manual injection at the hospital that resolved the issue. Reportedly, the customer remains hospitalized in stable condition with no permanent damage. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.